Event description:
The user facility reported that during support from a impella cp on a 78 year old male patient, a purge set triggered multiple air-in-purge alarms. Troubleshooting was performed, but the issue persisted. The staff opted to replace the cassette, but the case was completed prior to the new replacement. As such, a definitive cause for the problem could not be determined. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.